Manufacturer narrative:
(B)(4) date sent: 12/9/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch# unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not form correctly. Three or four clips were used. No further information provided. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # z70359. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage, four (4) malformed clips and one (1) conforming clip were returned inside a plastic bag. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. The jaws were examined for visual inspection and no anomalies were noted. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the malformed clips of the reported event, prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. Device history review a manufacturing record evaluation was performed for the finished device batch z70359 number, and no non-conformances were identified.